Event description:
The reporter stated that she did back to back blood glucose tests, within 10 minutes, using separate fingersticks. After resetting her meter to the correct code for her strips, her results were 333 and 230 mg/dl. No symptoms were reported. On followup, reporter said she was not given any training by doctor's office when she got the meter and had been getting incorrect readings until changing the code setting. The lifescan representative reviewed coding, use of control solution, checking confirmation dot, and strip storage with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Ob